Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped and replaced on (B)(6) 2018 due to fracture in both leads. Further information could not be obtained.